Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "constant close door message." Was reproduced. A review of the event history log revealed multiple shut door alerts. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be mechanism door and the door hooks. The mechanism door and the door hooks requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant close door message. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: f10/h6: medical device problem codes. Correction: h6: investigation findings. Correction h11: evaluation found the upper latch hook broken off the door as cause for the reported problem. The mechanism door and the door hooks require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.